Event description:
The stent couldn't be released as it remained stuck in the introducer. "As per cc form": after positioning, after the removal maneuver of the prosthesis positioner, we witness the removal of the newly positioned prosthesis, as it remains hooked to the removal wire. This complaint was initiated to capture the off-label use for the treatment of an aorta-esophageal fistula using an ¿evo-fc-r-18-23-12-e¿ stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal while removing the introducer. 2. What endoscope type and channel size was used? No endoscope. 3. What was the position of the elevator? N/a, open, closed no elevator. 4. Details of the wire guide used (diameter, type, make)? Metii-35-80. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. No zip port. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. Esophagus. 7. Please advise the anatomical location of the intended target site. Esophagus. 8. How long was the stent in the patient by the time this complaint occurred? 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. No. 12. What intervention (if any) was required? None. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. No. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. No. 5. Was the stricture dilated before stent placement? N/a yes, no. No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? N/a, yes, no. 2. Was resistance felt during insertion into patient? N/a, yes, no. 3. If yes, at what point? Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. . During stent deployment. 2. If other, please specify. 3. Was the directional button pressed during use? N/a, yes, no. Yes. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. 5. Was the yellow marker kept in view during deployment? N/a, yes, no. 6. Are images of the device or procedure available? N/a, yes, no]. Yes. Questions related to during introducer withdrawal. 1. Are images of the device or procedure available? N/a, yes, no. Yes. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. Fluoroscopy. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. No. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. Yes. 6. Did any part of the product .snag/get caught with the stent when removing the delivery system? N/a, yes, no. Loop removing delivery system. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance?. 6. Was the lasso (suture) loop used during repositioning. Patient not affected by covid.

Manufacturer narrative:
Device evaluation: the evo-fc-r-18-23-12-e device of lot number c2062662 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The following file was also raised in response to the initial complaint event: ¿ pr (B)(4) - the stent couldn't be released as it remained stuck in the introducer the device related to this occurrence underwent a laboratory evaluation on the 04th dec 2023. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned, ¿ safety wire not returned, ¿ red shuttle on the last dimple, ¿ directional button in the deploy position, ¿ stent fully deployed on return and attached to delivery tip by green lasso, ¿ delivery system at full deployment, ¿ peek tubing kinked between pert collar and bi lumen tube. Functional inspection: ¿ handle actuating fine for deployment and recapture manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use/product label. Upon reviewing the complaint detail/events provided, it was noted that the device(s) was/were used against the intended use outlined in the IFU. As per the IFU (ifu0067), the intended use is listed as ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿ while the complaint device was used to treat ¿esophageal-aorta fistula¿ according to engineering and medical advisor¿s input, the complaint event was not attributed to the off label use of the device. Therefore, this complaint was opened to capture the off label use while the complaint event will be captured separately in pr (B)(4). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use was identified from the available information. As per information received in the complaint form, the user placed the evo esophageal stent to treat an ¿esophageal-aorta fistula¿ which has been deemed off-label use by medical affairs.. As per the IFU, the only fistula that the evo-e device is indicated to treat are tracheoesophageal fistulas. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the additional information provided, no additional procedures or intervention were required as a result of this event. Complaints of this nature will continue to be monitored for similar events.